Manufacturer narrative:
The device was serviced on-site by a field service technician. A visual inspection, service history review, and functional testing were performed. The device cannot power on was identified during device evaluation as a f-38 (malfunction in tube misloading detection circuitry) alarm. This was discovered during functional testing of the device. The cause of the condition was determined to be force sensing resistors out of calibration and damaged. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This occurred before use. There was no patient involvement. No additional information is available.